Manufacturer narrative:
(B)(4). The customer indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. No devices were received; therefore the condition of the components is unknown. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor broke during a total knee procedure. It was noticed that the instrument was broken after the case. No consequences or impact to the patient.